Event description:
This device was implanted on (B)(6) 2013 and was explanted on (B)(6) 2017 due to infection. No known physician and facility. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).